Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 551477. Reference medwatch with patient identifier (B)(6) for strip lot 551480.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 500 mg/dl (strip lot 551477) and 130 mg/dl (strip lot 551480) results were taken with different strip lots. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.